Manufacturer narrative:
Correction - h6 (results code and conclusion code.) The reported event could be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further assessment of provided information and CT scans hcp opined that- "loosening of the tibial component is pretty obvious on the provided CT scan. There is radiolucence and a larger anterior cyst. The talar component shows some radiolucence as well and together with the clinical information, that both components are loosened, the CT scan can be interpreted in that direction. There is, however, no information given regarding the underlying cause of the loosening. There is some poor bone substance though and that would be a patient related factor.¿ based on investigation, the root cause was most likely attributed to a patient related issue. The failure was caused by poor bone quality. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to pain and loosening of both tibia and talus. Patient has ridiculopathy and neuritis.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.